Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to replicated. The air detector was found to be faulty. It was replaced which resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip alarmed with the following message: air in line detected. This occurred every time the pump program was about to start. This problem occurred even after four different administration sets were tested on the pump. There was no patient involvement.